Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized and in a diabetic coma. The patient's blood glucose at the time of incident was 77 mmol/l. The patient was in the hospital for eight days, and their kidney and liver was affected by the high blood glucose. The doctor was unsure of whether the pump was to blame or not. The customer mentioned that prior to being hospitalized they were under a lot of stress from court procedures to sue somebody. The customer is not off the pump and treats with manual insulin injections. No products were shipped or returned as of yet.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the insulin pump was received with minor scratched lcd window and cracked case at reservoir tube lip.